Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned ar-9545-t15-03 due to the damage to the device. Visual evaluation was performed, and noted the driver tip is twisted/bent. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause is attributed to over-torquing/over-engaging the driver with the screw head. Refer to the investigation photos.

Event description:
On 11/10/2023, it was reported by a sales representative via sems-06398499 that an ar-9545-t15-03 driver shaft tip is bent. This was discovered during use in a case with no patient harm. "Items did not affect the outcome to the case or negatively impact the patient. All cases proceeded as normal."